Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The processed bi was reported as positive after a 24-hour incubation period. The load was not recalled successfully. The customer confirmed there were 12 items in the load and 11 items were released for use before the incubation results were available. One dopler cord was recalled. There are no reports of injury or harm from the event. The positive vial has been taken to a lab within the facility to be cultured and will not return to asp for investigation. There are 38 vials of the reported lot number that can be returned for evaluation. The asp representative reviewed the bi procedure and the proper checking of the vial before and after processing. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' demonstrates there were three isolated/random spikes above the mean that stayed within the control limits in the period from (B)(4) 2011 and (B)(4) 2012, there is no significant trend observed; however, the issue will continue to be monitored. Trending analysis by lot number revealed there have been no other similar reported incidents. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. The suspect bi was not returned for evaluation so the possibility of user error (e.g., punctures) could not be eliminated as a contributing factor. The sterrad cycle passed which ruled out a machine malfunction as a probable cause. The chemical indicator (ci) changed appropriately and the previous/subsequent bis were negative for growth. Cyclesure malfunction was also eliminated as a contributing factor since retains evaluation demonstrated that the product functions as intended when used per IFU.